Event description:
(B)(4). Initial report: this case was reported by a customer and involves a female patient. She suffered from granuloma (location: nose, mouth, lips) after treatment with poly-l-lactic acid (sculptra). Treatment with poly-l-lactic acid had been performed approx 18 months ago; granuloma occurred approx 4-5 months ago. Addendum for follow-up received (B)(6) 2008 assessment after ptc investigation: batch record review without hint to root cause. No faults, defects, damages detectable. (B)(4).